Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis ==> five pictures were received. All pictures show tissue, however no staples were noted on any of the pictures. Based on the photo alone the event describe cannot be confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a lap. Sigmoidectomy the surgeon used a psee60a & gst60g. The surgeon placed the stapler on the tissue, waited a few seconds and then pressed the activation button. The stapler stopped unexpectedly in first 1/3 of the way. She waited for some minutes and then pressed the activation button again. The stapler has now completed the stapling and cutting process. After that the stapler was opened and staple line checked. It was determined that a staple was standing perpendicular up. However, this was not a problem primarily because this piece has been completely removed with the circular stapler. The surgeon is an experienced echelon user would like to have information if there was a problem with the stapler. No further incidents reported. No patient damage occurred.